Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia during a supply change for the infusion set and cartridge, with cgm reading 44 mg/dl and fingerstick confirming 68 mg/dl, after which the supply change was completed and ilet therapy was resumed; cgm was calibrated and education provided regarding ilet insulin suspension below 70 mg/dl. Symptoms included low blood glucose. Outcomes included transient impact on activities for approximately one hour, user-performed ketone testing, and self-management without professional medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and a cause that remained unclear. It was concluded that the event was consistent with hypoglycemia of unclear cause with resolution following calibration, education, and continuation of therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.